Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report experiencing phrenic nerve stimulation. A follow up with the patient's healthcare provider yielded that the left ventricular (lv) lead was causing the phrenic nerve stimulation. The lead pacing amplitude was decreased and the patient no longer felt the phrenic nerve stimulation. The patient was released with no further interventions planned. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.